Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen went blank and got pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring= (black) on (B)(6) 2021 customer states its early morning here and I was calibrating my insulin pump using the link glucometer , confirmed the calibration and the screen went blank , got error 63 twice. P-cap locked in place properly during testing. Device passed displacement test and self test. No unexpected blank display noted during testing. Device was successfully download using (thump software). During download review on (B)(6) 2021 at 06:36:47 through 06:39:10 hour, 3 pump error 63 alarms were recorded. Using adapt tool for reference for proper traceability it shows the failure is a possible (hw). Device was cut open and perform a visual inspection of connectors and electronic assemblies. Electronic stack, motor assembly, battery connector and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. No physical damage noted during visual inspection. In conclusion customer concerns were confirm during download history files. Twi interface on main/motor processor was a possible cause of unexpected pump error 63 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.